Event description:
It was reported the hcp had difficulties accessing the refill port and suspected the pump was malpositioned. The patient experienced withdrawal symptoms of increased spasticity and pain. The patient also had swelling at the device pocket. The patient experienced an infection as a significant amount of thick frank, yellow pus was flowing freely from the wound and easily expressible from all sides of the pocket. Cultures of the device pocket were taken and a gram stain was sent to the lab which showed white blood cells, but no organisms. The patient's pump and partial catheter, 28 cm, were removed. The drugs in the pump were baclofen and bupivacaine. The patient received IV antibiotics and the infection resolved. Following the pump explant, the patient experienced additional symptoms of altered mental status. The patient was admitted to hospital, ICU. No further outcome was reported.